Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular oversensing due to post paced t wave over-sensing was observed on the implantable cardioverter defibrillator. Programming changes were recommended. The patient was stable.

Event description:
New information received notes the patient presented at a follow up in clinic with non sustained oversensing. Programming changes were made. The patient was stable.